Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #'s 1225714-2013-02819, 1225714-2013-02820 and 1225714-2013-02822.

Event description:
The plaintiff's attorney alleged that the decedent experienced a stroke on (B)(6) 2004 and subsequently expired on (B)(6) 2004, after the use of the product.